Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite function. In addition, the customer reported symptoms of "decreased strength in the knees, weakness, fatigue, sleepiness and confusion". Customer self treated with glucose tablets and orange juice. There was no report of death, serious injury or third party medical intervention.